Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. Additional information was requested, and the following was obtained: was there any difficulty in firing during the first five firing? No. Was there any abnormal sound during the first five firing? No. How was the post-op bleeding identified? By a patient revision. How many days postoperative was the bleeding identified? Do not know. What was the total estimated blood loss (ml)? Do not know. Was a transfusion required? No. How was the bleeding addressed? Reintervention. What was the pre and postoperative anti-coagulant and pain management protocol? No. Was the bleeding intraluminal or extraluminal? Intraluminal. Were the staples the appropriate b-shape form? I do not know. Any clips, clamps, or graspers near the area where the device was being fired? No, they do not usually use clips.

Event description:
It was reported that during a gastric bypass surgery, after firing the echelon 3000 five times with the blue reloads, when it was time to use the white reload in the small intestine, the echelon 3000 stopped working due to a battery disconnection. Another echelon 3000 was opened to continue the surgery process. If other, describe no the or with the surgeons, was surgery delayed due to the reported event? No, action taken when event occurred? Open other echelon 3000, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no.

Manufacturer narrative:
(B)(4) date sent 3/2/2026 d4 batch #587d42 b3: only event year known: 2026. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Also, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device see the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number 587d42, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, a9893y, and no non-conformances were identified. Additional information received: today when talking to the surgeons tell me that they had to reintervene the patient for a bleeding in the staple line in the anastomosis in the bile duct. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any difficulty in firing during the first five firing? Was there any abnormal sound during the first five firing? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events.